Event description:
Patient on neo, infusing at 7mcg/kg/min. Patient and pump checked and pump found to be off. All staff working in unit stated they did not turn pump off so question pump malfunction vs staff member that turned off pump of infusing vasopressor. No harm to patient, bp did not drop, and pump had been off for several minutes before it was noted. Md was in unit at the time, so patient was monitored closely and per md med was not restarted. Manufacturer response for IV pump, IV pump (per site reporter) ongoing baxter pump issue.